Event description:
The patient originally reported problems with his external equipment. External equipment was exchanged and the issue was not resolved. The surgeon contemplated implanting the contralateral ear, but decided that the patient would not benefit from bilateral implants. He considered recommending discontinued use of the device. The patient's device was explanted and returned to the company. When the explanted device was received, it was reported that the surgeon explanted the patient's device on the ipsilateral side and reimplanted another advanced bionics cochlear implant.